Event description:
Patient came in and stated regulator not working correctly. When checked noted the following: when regulator in off position reads 2.5 lpm. On .5 lpm reads 4 lpm, 1 lpm reads 5.5 lpm; on 2 lpm the regulator was giving 8.5 lpm of oxygen. Pts prescribed liters per minute is 2, pt was receiving 8.5 liters per minute.